Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the reoperation for a leak or bleeding? What were the issues reported with the staple line? Were there any difficulties experienced with device in the initial procedure? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was done in the reoperation? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the rep, post-operative after a laparoscopic appendectomy the patient was brought back to the or for an exploratory laparotomy. During the reop the surgeon noted that there were issues with the stapler line. A white reload and blue reload were used in the initial procedure. There is no additional information.